Manufacturer narrative:
B3 - date of event: used (B)(6) 2023 as the event date was not reported. D6a - implant date: used (B)(6) 2023 as the implant date was not reported.

Event description:
It was reported that late thrombosis occurred. The patient presented with late thrombosis that had formed in the superior vena cava and iliac region that had a wallstent uni implanted a year ago. The 70% stenosed target lesion was located in the tortuous and moderately calcified vessel. A 24 x 70mm x 75cm wallstent-uni endoprosthesis was advanced and overlapped with the previously implanted stent. However, during the deployment, more than half of the stent collapsed and the remaining portion deployed. The device could not be retrieved from the patient and the procedure was rescheduled.